Event description:
On 07/09/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On the same date the report was sent to the initial reporter and the case was closed. Reference MFR # 3005180920-2015-00080.

Event description:
The surgeon used the instrumentation only from medacta and utilized them in the proper manner. The construct was firm and th e poly-axial head was rigid previous to closure of this case. He was concerned about the fact we didn't have screws in a caddy for him to choose from, the size of the plif and the fact we provided two torque wenches and neither one of them clicked at all. Additional anaesthesia was necessary due to the delay in surgery. MFR ref # 3005180920-2015-00080.